Event description:
It was reported that the patient's right atrial (ra) lead was no longer capturing or sensing properly, and it had previously been deactivated by programming the device to vvi mode. Prior to the procedure to explant both leads, the right ventricular (rv) lead was noted to be programmed to unipolar configuration with appropriate sensing and impedance. The physician elected not to perform further testing on either the ra or rv lead. The ra and rv leads were both explanted and a leadless dual chamber pacemaker system was implanted. The patient remained stable throughout the procedure.

Manufacturer narrative:
The lead was returned with insufficient information. A complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region on the connector portion of the lead and an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy located at the distal region on the distal portion of the lead. Electrical testing found an internal short between the inner coil and outer coil conductor paths on the distal portion of the lead consistent with procedural damage.

Manufacturer narrative:
The lead was returned with insufficient information. As received, only the connector portion of the lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region of the lead. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.